Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011. Evaluation confirmed a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with black marks on the display of his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 ½ weeks ago prior to contacting lfs. The cca was advised the patient manages his diabetes with "r" insulin (6 units in the morning and evening) and "n" insulin (36 units in the morning/ 26 units in the afternoon). The patient continued to take his usual dose of medications. A week after the start of the alleged issue, the patient claimed he felt symptoms of shivering and dizzy spells. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.